Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was found the device distal pressure sensor pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device distal pressure sensor pin was broken. The device was returned to the biomedical department for an, distal occlusion non delivery. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. No additional info was provided.